Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, the right ventricle lead exhibited over-sensing noise and high pacing impedance episodes. The right ventricle lead was explanted and replaced. Patient was stable.